Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, on the second inflation at 10 atmospheres for approximately 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post procedure.